Event description:
It was reported an occlusion occurred and the device was explanted. A patient was surgically implanted with a greenfield inferior vena cava (ivc) filter on (B)(6) 2000. On or about (B)(6) 2018, the patient received a venogram which demonstrated that his ivc was occluded from the ivc filter below. The venogram revealed occlusion of the central venous system from the common iliac vein all the way to the infrarenal vena cava. On or about that same day, the patient had surgery to remove the ivc filter. The surgeon notes that the ivc filter was grasped with a loop snare and multiple attempts were made but the loop snare could not grasp the filter with strong enough grip to complete the removal. This resulted in an unsuccessful removal of the ivc filter with prolonged dwell time. Angioplasty of the right common iliac vein and inferior vena cava was performed with a 5mm balloon to create a channel to reconstruct the inferior vena cava. On or about (B)(6) 2018, the patient had a second surgery to remove the ivc filter. The ivc filter was grasped with forceps and removed using a 16 french sheath. The filter was removed with a combination of blunt dissection and tissue ablation using a 14 french excimer laser sheath. Angioplasty of the inferior vena cava and both common iliac veins was performed. The distal inferior vena cava was completely occluded so the inferior vena cava had to be reconstructed using multiple 18 mm self-expanding stents. The removal of the ivc filter was successful.